Event description:
A report was received that the patient was experiencing increasing pain on her legs even when stimulation is off. The physician believed that the pain was procedure related. The patient's trial lead was pulled and the discomfort had dissipated.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.